Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc) shortly after implant. The patient experienced heart block, and lead dislodgement was suspected. Fluoroscopy subsequently confirmed the dislodgement. A revision procedure was performed, and the lead was successfully repositioned. It was noted that this patient will continue to be monitored. No additional adverse patient effects were reported. This rv lead remains in service.